Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about potential causes of hypoglycemia, stating, "when you would like to exercise, use the workout preset to temporarily raise your correction range. The twiist aid system will use your workout range to help reduce the risk of low glucose events. About thirty minutes to an hour before you exercise, you should check your charts. Check your glucose chart to make sure your glucose is not predicted to drop in the near future, and your active insulin chart to see how much insulin is currently working to lower your glucose." No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by millyard advanced medical products, llc, on 03-mar-2026. During their first week using the twiist automated insulin delivery (aid) system, the user experienced a severe hypoglycemic event during a walk. The user reported that their glucose suddenly decreased to 38 mg/dl, characterized by spotty vision, as well as physical instability. The user reported being unable to treat themselves, and the user's spouse provided them with jelly beans to resolve the event. The user remained ongoing on the twiist aid system following the reported event.